Event description:
The user facility reported a failed biological indicator. The indicator used was not steris brand. All instruments were reprocessed prior to use in patient procedures. One procedure was delayed, but completed the same day. No injuries were reported. No procedural cancellations were reported.

Manufacturer narrative:
The user facility reported that the morning bowie dick test passed, and the cycle in question completed. A steris service technician inspected the equipment found the sterilizer was leaking air (leak rate of 8.5). The technician found the exhaust manifold, s3 and s40 valves and the ck8, ck1 and ck2 check valves required replacement. The technician replaced the components, tested the sterilizer, found it operational and returned it to service. The sterilizer was installed in late 2002, and is currently under steris service contract for preventative maintenance every six months. The semi-annual service contract was initiated in april 2012; prior to that, steris was contracted to perform preventative maintenance quarterly. The exhaust manifold was last rebuilt on 10/23/2012; 12935 cycles have been run in this unit since installation. This is a high usage unit. Steris has offered the customer a quote for a preventative maintenance plan with more frequency, and a quote for a new unit. If the customer declines, steris will offer an in-service on proper maintenance to the facility biomed.

Manufacturer narrative:
The sterilizer subject of the reported event has been returned to service and no additional positive bi results have been reported. The bi-annual preventive maintenance schedule for this unit is correct and being followed appropriately.